Event description:
Patient's husband stated pump giving error of 'no disposable pump' which turned out to be a cassette issue, not a pump issue. Cassette lot number 4173645. A new cassette was made and pump started without interruption to therapy. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the cassette available to be returned for investigation? Yes; what is the outcome of the event? Resolved? Ongoing? Resolved. Describe in detail any, and all damage to the cassette: there was no visible damage to the cassette, just needed to be changed out. Has this incident happened within the past 6 months? Yes (4 months ago as well; date unknown). Has this patient reported a pump malfunction within the past 6 months: yes; date unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No. Is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.